Manufacturer narrative:
The device has not been returned, as such an actual device evaluation is not performed. Evaluation is done based on historical records. This supplemental report is being submitted to provide this information. Customer reported issue is an e12 internal error when trying to use the mdhp100a with mdcons100. As the device was not returned for evaluation, a conclusive root cause could not be determined. If the device becomes available at a later date, the investigation will be updated accordingly with the findings of the inspection. A review of device history record (DHR) records provides no suggestion that the manufacturing process contributed to the proposed reported failure as the device met all final release criteria prior to shipment. This includes passing functional checks as listed in the inspection procedure located within the DHR. CAPA history review indicated that prior investigation under a CAPA was completed in 2016. This CAPA suggests that the proposed reported failure may be attributed to the source of electrical short (low resistance between 5v and ground) in the mdu (handpiece), resulting in an e-12 error on the console. However, this device was manufactured in 2017, after the verification completion date of 2016 for this CAPA opened for this issue. Probable cause of the device having a e-12 error displayed when connected to the mdcons100 is linked to the CAPA where the investigation was performed to determine if the source of the failure was the console or the mdu. In conclusion - source of electrical short (low resistance between 5v and ground) is the mdu, not the console. The damage will result in an unresponsive console, displaying the e-12 error. A manifestation of this failure can be a repeated e12 system error on the console for ¿unable to recognize the handpiece¿ and when it is not recoverable with a re-start. The electrical short which results in the damaged console rtc boards, stems from the inadequate connections of the wires to the solder pad which is exacerbated by the bending of the flex circuit.

Manufacturer narrative:
This is the second of the three medwatches submitted for this event. One console and two hand-pieces were used in the event and failed with the e12 internal error. Additional information on the event is not yet available. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during an unknown procedure the device yielded an e12 internal error message of not recognizing the hand-piece on the console. Another hand-piece was used after this one and gave the e12 error message as well. There is no reported harm or adverse impact to the patient or procedure.